Event description:
A single report involving three (3) pts was rec'd from an individual surgeon using the subject spinal instrumentation system for the first time. The pts underwent a spinal fusion procedure with the system which entailed intraoperative assembly of various system components including screws, screw caps and rods. Surgeon noted on postoperative radiographs that one of the screw cap/rod assemblies in each pt was not connected to the screw head as it should have been. In atleast two of the three pts, surgeon could not determine whether this occurred intraoperatively (i.e. Inadequate assembly) or postoperatively. In the third case, surgeon believed that separation of screw cap from screw head occurred postoperatively. Surgeon reported that the pt still had a secure contralateral side fixation and were doing well. No revision surgery was indicated.

Event description:
A single report involving three (3) pts was rec'd from an individual surgeon using the subject spinal instrumentation system for the first time. The pts underwent a spinal fusion procedure with the system which entailed intraoperative assembly of various system components including screws, screw caps and rods. Surgeon noted on postoperative radiographs that one of the screw cap/rod assembles in each pt was not connected to the screw head as it should have been. In atleast two of the three pts, surgeon could not determine whether this occurred intraoperatively (i.e., inadequate assembly) or postoperatively. In the third case, surgeon believed that separation of screw cap from screw head occurred postoperatively. Surgeon reported that pts still had a secure contralateral side fixation and were doing well. No revision surgery was indicated.

Event description:
A single report involving three (3) pts was rec'd from an individual surgeon using the subject spinal instrumentation system for the first time. The pts underwent a spinal fusion procedure with the system which entailed intraoperative assembly of various system components including screws, screw caps and rods. Surgeon noted on postoperative radiographs that one of the screw cap/rods assemblies in each pt was not connected to the screw head as it should have been. In atleast two of the three pts, surgeon could not determine whether this occurred intraoperatively (i.e. Inadequate assembly) or postoperatively. In the third case, surgeon believed that separation of screw cap from screw head occurred postoperatively. Surgeon reported that pts still had a secure contalateral side fixation and were doing well. No revision surgery was indicated.